Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began in the morning of (B)(6) 2017 when she obtained a blood glucose result of 263mg/dl using the subject device which she felt was elevated compared to how she was feeling and/or her usual results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. In a related complaint, the patient compared this result to a reading of 218mg/dl obtained using her doctor¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient usually manages her diabetes using metformin (1500) and lantus (84, previously 80) and reportedly reduced her food and/or drink consumption in response to the alleged issue. The patient claimed experiencing symptoms of ¿dizzy and shaky¿ approximately 2 weeks after the issue began ((B)(6) 2017) and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and an approved sample site was used. The csr was unable to confirm if the test strips had been stored correctly and were within expiry, and noted that the patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.